Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy procedure, during gastric/ jejunal anastomosis, at fourth firing the reload could not be fired. The representative was called to check the device and it was noted that the reload had already been fired, because the pusher was pushed up to the tip. It was then checked if fired reload had been mixed together. It was confirmed that no mixed up happened and the circulating nurse stated that a new reload was opened and connected before the issue occurred. Another reload together with the same handle were used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d10, e1(first name, last name), g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the returned product noted that the reload was fully f ired. Staple pushers were visible at the zero-cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are r eleased meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy procedure, during gastric/ jejunal anastomosis, at fourth firing the reload could not be fired. It was noted that the reload had already been fired, because the pusher was pushed up to the tip. It was then checked if fired reload had been mixed together. It was confirmed that no mixed up happened and the circulating nurse stated that a new reload was opened and connected before the issue occurred. Another reload together with the same handle were used to complete the procedure. There was no patient injury.